Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint could not be determined. The device was returned with the needle release button depressed and the needle button retracted, due to this condition, it is not possible to determine if the needle button had unintentionally retracted during use.

Event description:
The patient reported that the needle button retracted from her skin prior to 24 hours. The patient stated the v-go was worn for 4 hours when this occurred. The patient wears the v-go on her abdomen, and reported there is a possibility that she could have bumped the v-go on a table.